Event description:
This ra lead appears to be dislodged. Given the patients mental status, he is at risk for pocket infection and a need for pacing so a leadless pacemaker was implanted and this device left in place but out of service. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.